Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. Customer's blood glucose ranged between 498-520mg/dl. Customer went to the emergency room (ER) and was treated with intravenous fluids and manual insulin injections. Reportedly, the customer had been using a cartridge filled with apidra insulin. Tandem technical support (cts) educated customer regarding insulin labeling. Customer also reported inflammation around infusion site. At the time of the report with cts the customer was still in the ER. Multiple follow up attempts were made to gather additional information and to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.